Manufacturer narrative:
No lab cultures were done to confirm presence or type of infection. Patient reports no falls or other trauma at the site. There are no pertinent underlying health conditions known by the firm. The device had been implanted for close to a full year before the surgical site opened and began draining. The timeline between implant and beginning of infection signs suggests that the nalu system is not likely the source of the suspected infection.

Event description:
The patient was implanted with a nalu peripheral nerve stimulator system on (B)(6)2024 to treat shoulder pain. On (B)(6)2025 the firm was notified by the physician that the patient was being treated for surgical wound dehiscence and drainage at the site. The patient reported that the presence of infection was causing interference with pain relief from the system and wanted to remove it. On (B)(6)2025 a full system explant was performed per the patient request.